Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty in helix fixation during the implant procedure of the lead. A bend was noted when the lead was taken out of the body. The lead was not implanted and was replaced with another one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned with the helix extended and bent. If information is provided in the future, a supplemental report will be issued.